Manufacturer narrative:
Title: short-term efficacy and safety of turbohawk atherectomy for in-stent restenosis in peripheral artery disease: a single-centre experience author: yi qin, yan shi, huawei zhuo journal: anz journal of surgery year: 2022 vol/issue: 1-5 ref: 10.1111/ans.16551. Age: average age, gender: majority gender, date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study which was performed to investigate the curative efficacy and safety of the turbohawk system for isr in pad patients over 60 years old. 28 patients were included in the study. Surgical procedures were performed using the uncovered turbohawk atherectomy device through a femoral artery puncture (modified seldinger technique) under local anesthesia. The uncovered spider fx embolic protection device was placed below the target lesion to prevent distal embolization. Surgery was terminated when the residual stenosis was 30%. One patient who had a hepatoma and long-term history of anti-tumour therapy developed a thrombus (tibiofibular artery) on the first postoperative day and received thrombolytic and anticoagulant therapy. The patient developed foot ulcers and necrosis on the 55th postoperative day and developed restenosis (minimum diameter reduction = 58.96%) on the 76th postoperative day. On the 76th postoperative day, amputation was performed on the right thigh.